Event description:
It was reported that the lens was removed intraoperatively due to capsule tear noted upon insertion. Vitrectomy was performed. According to surgeon, weak capsule, possible lens contact with posterior capsule, possible lens contact with posterior capsule during iol insertion were the likely cause of the event. The prognosis was reported as "excellent". This report refers to the patient's left eye. Reference MDR #1313525-2015-01836 for the injection cartridge involved in the event.

Manufacturer narrative:
Visual inspection of the returned lens found the optic in three pieces. One haptic is torn or broken off and is missing. The other haptic is intact and not damaged. Functional testing could not be performed due to the condition of the received lens. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The lens has been returned and it is currently under evaluation. Investigation is underway. A supplemental report will be submitted, upon completion of the investigation.